Event description:
The re-processed harmonic malfunctioned during the case. The small white plastic tip on the device slid back and made the device unusable. Or staff ensured the white tip was intact.